Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation. The manufacturer representative (rep) interrogated the device and it revealed high imped ances. It was unknown what led to the event besides the patient having a loss of stimulation. It was noted that there was a replacement of the leads on (B)(6) 2015 and that the issue was resolved. The patient was alive with no injury at the time of the repo rt. Other relevant medical history includes other chronic/intract pain (trunk/limps).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported the results of the high impedances that were previously reported were results of greater than 10,000 on electrodes 0, 1, 2, 3, and 4.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found no anomalies. Analysis of the lead (s/n (B)(4)), found the conductor wires 0 through 4 were broken at the distal end of electrode 5. The distal end was bent. Functional test showed circuits 0 through 4 were open and circuit 5 through 7 were 5.1-5.2 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the last lead revision was (B)(6) 2015, he broke it. Patient was very happy with the current lead replacement and wanted to keep them. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was unknown as to what led to the leads breaking in (B)(6) 2015. The patient reported that their weight at the time of the event was greater than 145 pounds. No further complications were reported.